Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during analysis. A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 12.0-12.6cm proximal to the distal end of the svc shock coil, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 9.7-9.9cm distal to the distal end of the svc shock coil, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 7.1-7.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 8.3-8.5cm distal to the distal end of the svc shock coil. The etfe coating was intact at these locations.